Manufacturer narrative:
A supplemental is being submitted for device evaluation. Product event summary: (B)(6) , the controller (B)(6) and one (1) battery (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files revealed two (2) controller power-up events, with associated motor start events, logged on (B)(6) 2024 at 14:16:53 and on (B)(6) 2024 at 20:59:16. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 67% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 37% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 69% rsoc and (B)(6) was connected to power port two (2) with 35% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed several momentary disconnections involving (B)(6) recorded leading up to the second controller loss of power. The controller was without power for nine (9) seconds and for seven (7) seconds, respectively. Of note, no alarm log file was available for analysis. However, during a loss of power to the controller, a loud, continuous alarm will sound, which likely corresponds with the reported "critical alarm" event. Additionally, review of the controller log files and motor start report revealed motor start events recorded on (B)(6) 2023 at 12:50:21, on (B)(6) 2023 at 13:48:31, on (B)(6) 2023 at 13:20:38, on (B)(6) 2024 at 14:17:02, and on (B)(6) 2024 at 20:59:25 in which the motor start parameters were atypical. As a result, the reported event was confirmed. (B)(6) had been lubricated prior to release. A possible root cause of the controller losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the observed momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and (B)(6) fall in scope of this CAPA. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: controller: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Battery: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. The codes present in section h6 correspond to components/products that comprise the reported event.  Additional products: d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2023 / serial#: (B)(6). UDI #: (B)(4). No, device evaluation anticipated, but not yet begun h4: mfg date: 19-dec-2022 h5: no  d1: heartware ventricular assist system ¿battery  d4: model #: 1650  / catalog #: 1650 / expiration date: 30-sep-/ serial#:  (B)(6). UDI #: (B)(4). No h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 25-sep-2023 no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was changing one of the batteries and the vad turned off even though the other port had a fully charged battery connected to it. It was also reported that the vad stopped twice with critical alarms. Review of the logfile data revealed a motor start event with parameters outside of typical range and a controller unexpected loss of power. It was noted that the patient is competent and denied disconnecting both power sources. The cause of the vad stops is unknown. The patient was given a back-up controller. The vad and controller remain in use, and the battery was removed from service. No patient complications have been reported as a result of this event.